Event description:
Pt had pacemaker insertion in 2000 at 1030 am. In pacu - not pacing. Return to or 1220 pm for lead adjustment and generator replacement. Generator inserted in 1st surgery not functioning properly.